Event description:
It was reported that the pacing impedance of this right atrial (ra) lead was greater than 3000 ohms, which was high out of range. It was noted that at in-clinic follow-up noise was reproduced on the atrial channel which resulted in oversensing and inappropriate atrial tachy response (atr) events. Technical services (ts) suggested that an x-ray be taken. The pacing and sensing of this lead were programmed off at this time. No adverse patient effects were reported. Currently, this lead remains in service.